Manufacturer narrative:
(B)(6). (B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol); however, the lens was not positioned correctly due to a capsular bag tear. It was stated that the surgeon repositioned the lens whereby the visual acuity after the surgery rose up to 1.0; however, the lens would not hold. The surgeon removed the intraocular lens (iol) and replaced it with a hoya surgical optics lens. No additional information was obtained.